Event description:
The customer reported to baxter (B)(4) a continu-flo solution set in which a leak was observed from the middle y-site. The reporter stated that the set was in use for about an hour when the nurse began a secondary infusion of taxol on the y-site closest to the patient. She observed the taxol traveling upstream and out of the middle y-site when she saw a puddle forming on the side arm table. The leak was reported to have occurred between a swab cap and the clearlink of the middle y-site. The middle y-site had a swab cap covering the clearlink. There was a patient involved; however, there were no reports of patient injury or adverse events associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. A batch review could not be performed as the lot number is unknown. If additional information or samples become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Baxter will continue to monitor similar reports to determine if further actions are required.